Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to the verify screen with audible and vibratory alarms for ¿no prime.¿ the pump was able to successfully move past the ¿verify¿ screen. During testing, all of the keypad buttons responded appropriately. The issue of unusual vibrations and beeping was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump had been vibrating and beeping that morning. When the battery was changed, the pump did not move past the verify screen. Reportedly, the pump had been exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.